Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The reporter is unwilling to provide further information. (B)(4).

Event description:
A physician reported that the paracentesis in a patient was untighten after a cataract surgery. A suture was required to complete the procedure. No further complications occurred. The reporter is unwilling to provide further information this is one of two reports being filed for the same facility. This report is for the first identified patient.